Manufacturer narrative:
The tip of the needle holder has broken off - the broken surfaces are partially discolored, which indicates an earlier damage. The shaft of the instrument is also bent in several directions. The broken tip was not provided. The affected instrument should no longer have been used due to the bending. The instrument was in use for 9 years. The second instrument mentioned shows identical damage, but the tip is bent and not yet broken.

Manufacturer narrative:
The device has not been received by the factory.

Event description:
As per a manufacturer incident report we received from the factory in (B)(6): tip of the instrument broke off in the patient during the suturing process. Tip could be digitally palpated, and salvaged by incision expansion. The tip was found under the muscle.